Event description:
This late MDR is a retrospective filing. The complaint was initially opened on an international product with a similar us product. The customer states that one patient sample generated an architect b-hcg assay result of 1900 miu/ml. A second sample was drawn one week later and generated an architect b-hcg assay result of <1.2 miu/ml. The initial sample was then retested and generated a result of <1.2 miu/ml. Upon troubleshooting, it was discovered that when the initial sample was first tested it was preceded by a sample that generated an architect b-hcg assay result of 30,000 miu/ml. The customer suspects a carryover issue with the analyzer (the sample probe has been on the analyzer for three months). There is no impact to patient management reported.

Manufacturer narrative:
This late MDR is a retrospective filing. The complaint was initially opened on an international product that has a similar product distributed in the us (architect total b-hcg). However, the investigation moved to the architect i2000 analyzer, which is distributed internationally. This MDR is filed against the architect i2000 analyzer. Architect total b-hcg assay lot#: 55936jn00 expires: 28 aug 2008. An abbott field service representative (fsr) had been dispatched to the customer site several times and replaced multiple components in an attempt to resolve the customer's issue. The latest visit had the fsr performing the following on the analyzer: checked the r1 and r2 (reagent) wash station dispensers and found different volumes of buffer being dispensed. Further investigation found that the connectors for the r1 and r2 valves were switched, so the fsr corrected the issue by the correct placement of the connectors. The fsr then successfully performed functional testing recovering the correct volumes. The fsr then ran positive and negative patient sample in replicates getting acceptable result. Subsequent instrument operations and test results were acceptable. The customer's issue is addressed in the architect system operations manual june, 2007 in section 7, operational precautions and limitations and section 10 - troubleshooting and diagnostics, observed problems. The exact cause of the customer's observation of false positive bhcg samples was not determined. The fsr replaced multiple components in an effort to troubleshoot the issue finally returning the instrument to within the correct specification. This is a final report.